Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the g5 cgm mobile application was not receiving readings. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the g5 cgm mobile application was not receiving readings could not be determined. A root cause could not be determined.